Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the collimator was replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the collimator was returned to the manufacturer for analysis. Analysis found that the bench test failed on the collimator. The homing and burn-in test, and the y-axis shutters failed the testing cycles. The collimator assembly was deemed faulty. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. C07 updated from c13 for the previously reported collimator replacement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a collimator error on the image acquisition system (ias) when it was booting up. Continual restart of the boot up sequence was performed until the pendant displayed collimator error issue. Troubleshooting identified that the collimator was at fault. No issue with the rotor motion controller. The next step was to replace the collimator. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products : information references the main component of the system. Other relevant device(s) are: product ID: bi71000168 ; lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. The system was stuck at collimator initialization, not allowing the system to shoot x-rays. There was a collimator initialization error on boot up. The rep did a continual restart of the boot up sequence until the pendant displayed a collimator error issue. The rep looked at the logs and it indicated 2 stroke errors on the y-axis. They swapped the power and encode to see if the error followed to the x-axis. The stroke error remained with the y-axis. This confirmed issue with the collimator and not the controller or cabling had an issue. If information is provided in the future, a supplemental report will be issued.